Event description:
Additional information received indicated that the right ventricular lead was capped and replaced only (B)(6) 2022. The patient was stable throughout.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for an unrelated procedure. During a pre-operative device check, the right ventricular lead impedance was low and out of range. An insulation breach on the lead was confirmed. The patient was asymptomatic. No changes were reported.